Event description:
It was reported by customer that they had difficulty with the sheath introducer that came in the kit. The end of the sheath introducer bunched up while trying to place over wire. I had to have a clinician bring me a micro introducer kit to open and use a different sheet introducer for the procedure. Event directly involved a patient and the user. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be use related. The product returned for evaluation was one 4.5fr microintroducer. The returned product sample was evaluated and the tip of the sheath was observed to be damaged. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample ¿ buckling of the edges of the sheath were present ¿ the sheath and dilator were bent near the distal end the shape, location, and extent of the damage observed on the returned sample suggest that the microintroducer sheath was most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle.

Event description:
It was reported by customer that they had difficulty with the sheath introducer that came in the kit. The end of the sheath introducer bunched up while trying to place over wire. I had to have a clinician bring me a micro introducer kit to open and use a different sheet introducer for the procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.